Event description:
It was reported to medtronic minimed that the customer experienced an unknown pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarms and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. Pump error 130 occurred on 08/17/2024 10:40:08.000 in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case (battery tube) and battery tube threads - cracked. E/a alarm unspecified not confirmed. No unexpected alarms/alert/anomalies noted during testing. No device problem found confirmed. Pump error 130 was not confirmed and was noted in the history files. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.